Manufacturer narrative:
All information available is included in this report.

Event description:
It was reported that there was a posterior chamber tear and vitreous prolapse. The iol was removed with the incision enlarged. There was no injury to the patient. The doctor used an anterior chamber lens.